Event description:
Gyrus acmi was notified on april 08, 2013, that after two different laparoscopic hysterectomy patients complained. Patient visited urologist with complains after described surgery of gynecologist. Urologist found in one case ureter "laesies" and in another case bladder leasies due to thermal effect.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.